Event description:
During code; question if defibrillator discharged correctly. No device failure after checking after code. However, requested biomed to evaluate. Defib had failure. New accessories added and failed again. Defib checked with accessories from defib and it failed also. Defib replaced with new machine and cables. Dates of use: 2009. Diagnosis or reason for use: diagnosis: dehydration; reason for use: code blue.